Event description:
It was reported, that this right atrial (ra) lead exhibited a high out-of-range right impedance measurement. No adverse patient effects were reported. The associated implantable cardioverter defibrillator (ICD) was reprogrammed. No surgical intervention was performed. And the patient will be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).